Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the analyzer was not sensing, it functioned as required and passed its functional testing. It was noted however that there were disturbed socket connectors in the patient connector and that the connector needed to be replaced. The analyzer was to be sent on for the connector replacement and restock. (B)(4).

Event description:
It was reported that the software analyzer was not sensing, only pacing. It was changed out and returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.